Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. After reviewing complaint and condition of complaint product as returned, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to excessive trauma, by fractured humeral tray caused by a patient fall. Reviewed associated device history documents for this complaint product and found all to be conforming with nothing to report. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under warnings: excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent total right shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2015 due to a fractured humeral tray caused by a patient fall. The humeral bearing and fractured humeral tray were removed and replaced. No additional patient consequences were reported.